Event description:
It was reported that the device had displayed error code 255-202-2. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated error code 255-202-2 was not confirmed but error code 800.8000 was found in the error log,which is the same error code as 255-202-2. ¿ received on 20-dec-2024 into bd san diego operation¿s lab. Pcu was received unboxed and with paperwork. ¿ external inspection revealed a scratched rear case. Visual inspection did not confirm the stated error code. However, log analysis indicates error code 800.8000, which is a general software related issue, and is the same as 255-202-2. Unit failed the battery conditioning test as it froze at the ¿discharging¿ state. Installed test power supply board into unit and passed battery conditioning test. ¿ failed battery conditioning test and error 800.8000 due to faulty power supply board. Defective material from supplier. Scratched rear case. Unable to determine where the damage originated. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace the power supply board and rear case. ¿ failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 255-202-2. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.